Event description:
A biomedical engineer at the user facility reported a broken purge clip on an automated impella controller (aic) that was being prepped for patient support. The aic was removed from service as a result of the noted damage. There was no patient harm.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The investigation has been completed. The automated impella controller was returned and an evaluation was completed on the device. The logs showed the case wizard started but was unable to complete the second step because the blue receptacle had completely broken off. The blue receptacle was completely broken/cracked and dislodged which would have caused the inability to complete the case wizard. The cause of the issue was a broken blue receptacle. This report is being filed as part of a retrospective review of historical records.